Event description:
Pt reported, the vibro-alarm of the infusion device is defective and all other signals continue to function as intended. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.